Event description:
Device malfunction: vessel locator wings prematurely collapsed. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use the starclose device attempted arteriotomy closure after an unspecified procedure. Reportedly, prior to deployment of the starclose clip, the vessel locator wings prematurely collapsed and the device came out of the pt's artery. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
Eval summary: eval of the returned device found it was partially deployed with the vessel locator button and vessel locator both fully deployed. The thumb advancer aligned with the finish arrow, and the delivery tube set was fully distal. Pusher tube and clip deployment had not taken place. This condition does not match the reported event that the vessel locator wings collapsed prior to deployment of the starclose clip. Lab inspection and testing yielded acceptable results for the vessel locator button deployment and release from the safety release mechanism during multiple attempts and complete deployment of the device. There were no abnormal observations of any internal component. No root cause could be established based on the investigation findings. No mfg issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.